Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. The technician performed the following work on the unit: circulated water on both sides of the unit; performed functional tests; verifyed unit met factory specifications; checked unit using pc load; verifyed pt1000 divergence diag's several times when warming water and cooling water; performed electrical safety tests. The reported issue could not be confirmed because during the investigation the unit worked properly. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
Customer reported inaccurate temperature readings found during pre-test. No patient was involved. The malfunction occurred during priming/setup. Additional information received on 2015-12-10: customer reported that hcu30 was displaying inaccurate temperature readings - customer did not know it occurred on the patient side, or the cardioplegia side, or both. (B)(4).